Event description:
The user received a questionable free triiodothyronine (ft3) result for one patient sample when compared to another analyzer. The initial result was 23.4 pmol/l and the result by another method at another laboratory was 7.7 pmol/l. The initial result was reported outside the laboratory. The patient was not adversely affected as the doctor was aware that the result was impossible. The ft3 reagent lot number was 164774. The expiration date was not provided.

Manufacturer narrative:
A sample from the patient involved was tested as part of the investigation and the customer's free triiodothyronine (ft3) result was confirmed. An interfering factor to the idiotype, which most likely caused the high ft3 value, was found to be present in the sample. This interference is documented in product labeling. There was no device malfunction. There were no reports of adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).